Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our spanish affiliate, during valve deployment of a 26mm sapien 3 valve in the aortic position a tearing of ¿the plastic of the balloon¿ at the proximal level was noted. The balloon did not inflate, and a leakage was observed. The delivery system was removed safely and there was no injury to the patient. Another 26mm sapien 3 valve was successfully implanted. Per report, the damaged occurred after the assembly of the valve, either during the alignment of the valve on the balloon, or during the advancement of the device through the esheath. The patient¿s native annulus was not tortuous.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: the valve was crimped on the inflation balloon, not fully aligned and blood appears in the balloon at proximal pumpkin, the crimp balloon tear was confirmed proximal to the inflation crimp (I/c) balloon bond, balloon wings are partially flared and partially inserted, and gouges on flex tip. A photo was provided and revealed the crimp balloon was torn and the wing flared out and the thv is not fully aligned onto the inflation balloon. Functional testing was not performed due to the condition of the returned device (balloon torn). Dimensional testing was performed on the double wall thickness of the crimp balloon and was found to be within specification. During manufacturing, the delivery system is visually inspected, and tests are performed throughout the process. Per procedure, the balloons are 100% inspected for defects. During the crimp balloon final inspection, the balloons are visually and dimensionally inspected per procedure. The crimp balloon to inflation balloon bond are 100% visually inspected for defects and contamination. During the balloon pleat, fold and forming process the balloons are 100% inspected. Per procedure, the commander delivery system is 100% leak tested. During final inspection, the entire device is 100% visually inspected distal to proximal by both manufacturing and quality. In addition, product verification (pv) testing is performed on a sampling basis for physical damage, retrieval force, and balloon fatigue. The lot met statistical requirements as requirement for lot released. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaints. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of lot history for the work order did not reveal additional complaints for this reported event. A review of complaint history from march 2019 ¿ february 2020 revealed additional returned complaints for the commander delivery system (all models and sizes) for the reported event. However, no manufacturing non-conformances were identified in the returned device. Available information suggests that procedural/patient factors contributed to the event. A review of complaint data for february 2020 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category. The commander delivery system IFU, preparation manual, and the procedural manual were reviewed for instructions/guidance relevant to proper device handling. The procedure states: warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Additional guidance for valve alignment: perform valve alignment in the straight section of the aorta. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Check delivery system before valve alignment. If kinked, do not use. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only), if using the balloon catheter, push forward slightly and then continue pulling back until part of warning marker is visible, if using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. No IFU or training deficiencies were identified. Based on the condition of returned device, the complaint was confirmed. However, no manufacturing non-conformances were identified in the returned sample (dimensional measurement of the crimp balloon met the specification). A review of lot history, complaint history, DHR and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). If the physician performed valve alignment in a non-straight section of the aorta, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle which can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The uneven flex tip gouges observed during visual inspection is indicative valve diving. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the bond between the inflation balloon and crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. See attachment 2 for engineering study details. As this was a transcarotid case and without patient vessel imagery (CT, 3mensio, etc.), the conditions of the vessel (tortuosity, calcification, size, proximity to sheath) during valve alignment are unknown. In addition, valve crimped on inflation balloon, not fully aligned may also contribute to increased forces during valve alignment, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In this case, available information suggests that patient (tortuosity) and/or procedural (valve alignment in non-straight section of the aorta/residual fluid in the balloon) factors may have contributed to the complaint events. However, a conclusive root cause is unable to be definitively determined. The balloon torn issue and it associated risks have previously been assessed and documented in pra. No IFU/training material deficiencies were identified. In addition, a CAPA was previously initiated to address this failure mode.

Manufacturer narrative:
Reference CAPA-20-00141.